Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was observed with intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the patient received inappropriate therapy due to the twos occurring on separate dates. Reprogramming was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.